Event description:
The manufacturer received information alleging a a trilogy 100 ventilator failed initial power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs were performed because the device was scrapped.